Event description:
It was reported that a patient complained of intermittent eye pain at night. It was further reported that the patient had normal pressures but narrow angles. It was further reported that bilateral yag iridotomies were performed two months prior to the report. It was further reported that the patient was prescribed durazol and then lotamax post procedure. It was further reported that the patient sustained abrupt elevation in the 40mmhg range that last 3-4 days subsequently decreasing to 10-12mmhg. The patient is reportedly of (B)(6) decent with no previous history of glaucoma. The device operator reported that the subject device laser was purchased from a third party vendor.

Manufacturer narrative:
Reasonable attempts by telephone and email were made to obtain the patient's clinical record, information regarding patient's preexisting conditions, and other information necessary to make a determination of probable cause. Lumenis also requested information regarding the subject device including model number, serial number and service history; however, only the initial report was received. Lumenis is unable to confirm model and brand of subject device or make a determination of probable cause with the information provided. Should this information be provided, lumenis will file a follow up MDR. No information provided by user facility.